Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer reported a scan of 120 mg/dl, then approximately 20-30 minutes later, while driving, he began to experience sweating, lost of strength and reaction, and lost consciousness. When ambulance arrived, a scan result of 'lo' (< 40 mg/dl) was obtained compared to a paramedic meter result of 50 mg/dl. The customer was treated with glucose injection and hospitalized. No additional information was provided. There was no report of death or permanent injury associated with this event.